Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call low blood glucose. Customer reported blood glucose from 50 mg/dl to 70 mg/dl. Trouble shooting was performed and it was noted customer was unable to calibrate. The customer was advised to change the sensor. The insulin pump will not be returned for analysis.